Manufacturer narrative:
(B)(4). Correction: device status changed from returning to discarded. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a posterior descending artery in the right coronary artery. A 3.0 x 15 mm nc trek balloon catheter was advanced to the lesion and a second 3.0 x15 mm nc trek balloon catheter was being advanced for kissing balloon technique and at the same time it was being prepped while advancing when blood was seen coming back into the inflation device. There was no resistance advancing. The balloon catheter was removed from the anatomy; however, only half of the catheter was removed. The distal portion was inside the guiding catheter so the devices were removed as a single unit. Another balloon catheter was successfully used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.